Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous proximal end of left circumflex (lcx) artery. A 32 x 3.00 promus premier¿ stent was selected to treat the lesion. The stent was deployed. A non-bsc ivus imaging catheter was advanced. Upon removal of the imaging catheter, resistance was encountered in the middle of the deployed device at about 5mm from the proximal. Angiography was performed and revealed stent deformation. It was noted that the middle of the stent appeared deep on the angiogram image. Dilatation was performed with 2.0x15mm non bsc balloon catheter but failed to cross the previously deployed stent. A 1.25x10mm and 1.0x10mm non-bsc balloon catheter were selected to dilate the deformed part of the stent however, the balloon ruptured. Ablation was performed using a 1.5mm rotawire in the deformed part of the stent. Additional dilatation was performed using 2.0x15mm non-bsc balloon catheter however, the balloon ruptured. A 3.25x15m non-bsc balloon catheter was used to post dilate the deformed stent. The procedure was completed with this device without performing final ivus. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).